Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 4.00 x 24 synergy¿ drug-eluting stent was advanced and deployed at 11atmospheres. The stent delivery system (sds) was then used for post-dilatation and was inflated at 16 atmospheres for 10 seconds; however, the stent delivery balloon ruptured. The sds was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.